Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Attempts reprogram were unsuccessful. System diagnostic recorded high impedance on two leads. Surgical intervention may take place address the issue.

Manufacturer narrative:
It was reported to abbott a patient had a proclaim drg ipg and three leads. Two of the three leads had high impedances preventing effective therapy. Surgery took place where the leads with high impedances were replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Reportedly, patient had a fall and visual inspection showed that the leads had fractured. Effective therapy was restored post operatively.